Event description:
The clinician reports the implant was inserted on (b)(6)2026 in ADA 30. Details of surgery: Ridge augmentation. On (b)(6)2026, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Peri-implantitis, Pain, Mobility and Bleeding. No further patient complications were reported.